Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument test well images which appeared as visually negative. The event log showed no errors during testing and the camera images were aligned and focused. The immucor laboratory tested retention product on 13jun2018, which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site (ID number (B)(6)) against retention product on 19jun2018 which yielded expected positive outcomes, i.e. Not duplicating the customer's findings. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project 13-005. (B)(4)

Event description:
On (B)(6) 2018, a customer reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument.